Event description:
Physician was attempting to treat a lesion in the mid left circumflex artery (cx) using sprinter legend balloon. The lesion is reported to be severely calcified with 99% stenosis. The vessel is little tortuous. It was reported that resistance was encountered when advancing the device and during balloon inflation. The balloon burst at 6atm, on first inflation. The balloon only partially inflated then burst. It is reported that the patient suffered dissection and hematoma after the balloon burst. Evaluation summary: the device was inflated to 14atm (rated burst pressure) where it failed to maintain pressure. The balloon was inspected and a steady stream of liquid was exiting the balloon at its proximal section confirming leak.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (highly stenosed and calcified lesion). Inherent risk of procedure (dissection and hematoma). Deformation problem. Evaluation conclusion: device failure/lack of effectiveness related to patient condition (highly stenosed and calcified lesion). Known inherent risk of procedure (dissection and hematoma). (B)(4).